Event description:
The pt was experiencing poor pain control. The hcp felt the pump was "not working." Explanted and replaced the pump, and returned it to the manufacturer for analysis. A follow up report will be sent when additional information is received.